Manufacturer narrative:
(B)(4). Date sent: 3/3/2026. D4: batch # unk. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the surgeon did not feel comfortable with the closure of the warhead, still outside the cavity, on the instrumentation's table, when connecting the warhead (trocar) of the circular stapler cdh29b. Still on the instrumentation's table, the surgeon did the test of connecting, closing, and had the impression of "failure" when he realized that the trocar, even closing completely, still remained very far from the stop, which generated doubt about a possible deviation in quality. A second stapler was opened and the surgery proceeded normally. No patient consequences were reported.